Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was not able to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report that their device does not recognize recognize its therapy cable or paddles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not recognize recognize its therapy cable or paddles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer informed that there was a patient associated with the reported event. Section a has been updated accordingly.

Event description:
The customer contacted stryker to report that their device does not recognize recognize its therapy cable or paddles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.